Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be an open internal strap within the main shock capacitor. The open strap caused the capacitor to not have the ability to charge and deliver defibrillation energy. The customer received a replacement device.

Event description:
The customer reported that their device was showing its service wrench. After an evaluation of the device, it was observed that the device was unable to charge for defibrillation energy delivery. There was no report of any patient use associated with the reported issue.